Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Damage and tip separation were noted, thus confirming the tip damage. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 2.75x12 mm xience v stent delivery system (sds) could not be loaded onto the guide wire as the tip of the delivery system was observed to be damaged. The device was not used. There was no clinically significant delay in the procedure due to the device issue. A new same size sds was used to complete the case. No additional information was provided. Device analysis revealed that the soft tip was separated and not returned.